Event description:
Generator in use: pfa it was reported the doctor believes that he used pfa on the left atrial appendage. The caller stated when the physician was in the left atrial appendage the tissue had not recovered yet. The caller waited and remapped with the octaray catheter and there was no puncture in the left atrial appendage. The caller stated that the patient did not suffer any injury and fully recovered. Appendage tissue recovered voltage after a waiting period. Farapulse/farawave was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).